Event description:
Caller reported blood glucose results of 9.4 mmol/l on mobile system, 3.9 mmol/l on aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
Medwatch (B)(6) is for mobile system, medwatch (B)(6) is for aviva system. The event occurred in (B)(6).